Event description:
Information was received that during use of this smiths medical cadd legacy pump over delivery was noticed. It was reported that the remodulin cassette (42 ng/kg/ m I n intravenous) was empty before the schedule replacement time. It was also reported that the patient stated she has not been feeling well the last couple of days and loss appetite and high blood sugars and allergies. In additionally, other tadalfil, opsumit where also used during the time of the reported events. No additional adverse effects reported.